Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2013-05195 and 2134265-2013-05191. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During testing of the motor drive unit (mdu), the unit was unable to perform pullback and the pullback counter would not work properly. The mdu was replaced. No patient complications reported. The patient's status is good.